Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the device's instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related events that occurred. The event could not be confirmed, as the cause could not be definitively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of vasospasm being treated with nitroglycerin. There was note of severe cervical tortuosity. The mechanical thrombectomy was reported to have been deployed and spanned from the inferior division m2 across the occlusion into the supraclinoid ica. Immediate partial reperfusion was achieved. Thrombolysis in cerebral infarction (tici) post device retrieval was 0. The angiography now showed progression to complete ica terminus occlusion, as during the first pass with the device the embolus moved. The occlusion was crossed again with the marksman and microwire. This also failed to open flow into the mca territory. The microcatheter was removed and occlusion balloon were used for thrombectomy with aspiration were performed. The balloon was retracted as it was occluded. Obvious embolic material was seen protruding from the diaphragm without the sheath. Attempt to carefully pass a wire through the sheath to exchange it out for a clean sheath part of the embolus was lost, presumably into the lower circulation. Obvious embolic material was retrieved from the balloon guide. Follow up angio showed pica reperfusion with significant spasm in the m1 and superior division m2. Arterial nitroglycerin was given until significant improvement of the vessel diameter was seen. Finial tici of the t ica was 3 and 2c. There was minimal residual spasm in the mid m1 segment on the last run. Presumably cardioembolic carotid t embolus on the left, resulting in complete mca and partial aca occlusion which was recanalized with 2 mechanical thrombectomy retrievals, after failing IV tpa. Device related vasospasm in the mid m1 segment; less likely stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.